Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged as confirmed via x-ray and dislodgement. The patient underwent a revision wherein the lead was intended to be repositioned, but the helix was unable to be re-extended. As result, the lead was extracted and a new rv lead was implanted. No additional adverse patient effects were reported.